Manufacturer narrative:
This is a follow up to emdr 1000306051-2020-00004. This event is being reported as serious injury due to the reported deformity with surgical intervention. A review of the device history record for strattice lot s11057 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
As previously reported in mrn 1000306051-2020-00004: "it was reported that a patient underwent revision breast surgery in (B)(6) 2012 and had two pieces of strattice placed on a thin patient with no body fat. Surgeon said the reason for reoperation was bottoming out of the implant, severe rippling and thinning of the strattice causing visible deformation. The strattice pulled away from their chest wall and when the surgeon went back a few weeks ago, the piece was so thinned out and torn in multiple places and had not incorporated well at all. It was essentially floating in there, not part of the capsule and not attached to much. The surgeon re-sutured it using permanent suture and patched up the tears as much as they could have. Surgeon indicated that if they have had strattice on hand, they would have put two new pieces in there." The healthcare professional reported that the patient is experiencing bilateral capsular contractures, pain, disfigurement, and implants dropping. These events were evaluated and determined to be not device-related. The device was explanted. Healthcare professional noted that on explant the tissue was "shredded."